Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that the customer's blood glucose was 57 mg/dl at the time of his death. The customer had not been wearing the insulin pump for eight hours prior to his death. The cause of death was unknown as the customer had many health issues. Nothing further was reported.